Manufacturer narrative:
Relevant device(s) are: product ID: e tlw1613c199ee, serial/lot #: (B)(4), ubd: 13-jul-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted for the treatment of a 68mm aaa. It was noted that the infrarenal aortic neck was short and angulated.   It was reported that a type IV endoleak was observed post procedure. A 25mm endurant cuff was implanted and the proximal stent graft was ballooned. A 16x16x82 limb stent graft  was implanted on the left side and a 16x16x93 limb was implanted on the right side. The endoleak did not resolve after intervention.   No cause was provided.   No additional sequelae was reported and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the angiograms received. The exact type and cause of the endoleak seen at the end of the procedure could not be conclusively determined from the films provided. Lack of pre-implant CT¿s did not allow for a more thorough assessment of the pre-implant anatomy. Post-implant CT¿s were not available. A type ia endoleak seems unlikely as the contrast blush was also seen after pulling down the injector into the aortic body, and a type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap. The endoleak appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. It is also possible that a type ii endoleak from a collateral vessel may have been a contributory factor. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. B5; additional information received ; it was reported that the patient has been discharged from the hospital. No additional intervention has been carried out. Only ballooning was performed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.